Event description:
It was reported that the patient underwent a revision surgery to replace an artificial urinary sphincter (aus) due to an infection. The patient was reported to have presented with puss in the superficial scrotum. During the surgery, the cuff was perforated during insertion, causing the implanting surgeon to abort the entire procedure. The patient was subsequently discharged after the placement of a foley catheter. The surgeon indicated that the patient needed time for the urethra to heal, and for the infection to subside. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.